Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during unrelated surgery. Device interrogation revealed episodes of inappropriate shock and multiple magnet episodes on implantable cardioverter defibrillator that occurred during an unrelated procedure. No changes or intervention was reported. The patient is recovering after the unrelated procedure.